Event description:
It was reported that shortly after the lead was implanted, the lead was programmed off due to loss of capture at the highest outputs. It was later removed at the time of the generator changeout. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.